Event description:
Per clinical trial cp-(B)(4): on (B)(6) 2016, patient underwent bilateral revision mastopexy with auto-augmentation using an 'other' incision : areola, wise pattern superior pedicle. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures were liposuction, mastopexy, auto-augmentation. On (B)(6) 2016, bilateral breast seroma was reported. Sae. Patient had procedures of aspiration of seroma beginning (B)(6) 2016. Serosanguinous drainage evacuated from both breasts on several dates. Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies the reported seroma is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of seroma. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Seroma is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Not returned - remains implanted.